Event description:
It was reported by a company representative that a pt was hospitalized due to pain at the generator site. The company representative indicated that x-rays were taken and the pin did not appear to be fully inserted in the generator. The pt did have a seizure that morning and may have fallen causing trauma to the area. The pt indicated the battery hurt and it looked as though the battery had migrated as it had flipped up and was pushing up against the pt's skin. The company representative swiped the pt's magnet and the pt still felt stimulation, but she did not remember the specific settings. The company representative performed system diagnostics with ok results but an impedance of 695 ohm. X-rays were received by the manufacturer. Review of x-rays indicated that generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. There was some lead found to be behind the generator and was consistent with twiddler's condition as the lead was visualized to be coiled. An obvious lead discontinuity was visualized near the electrode bifurcation area. No acute angles were observed in other portions of the lead body that could be assessed. The obvious lead discontinuity found is likely related to twiddler's syndrome. Good faith attempts to obtain additional information have been unsuccessful to date.